Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative and diagnostic testing was performed where no abnormalities were found.